Event description:
Alarm " low oxygen".

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was conf irmed to be a complaint. With this investigation it has been conf irmed that the device failed to meet its specif ications at the time of the event while the ventilator was under ventilation. The root cause was determined to be a defective oxygen mixer valve (solenoid mixer valve). In consequence the issue was solved by replacing the solenoid mixer valve. No further information available. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Low oxygen alarm during ventilation. Too low oxygen concentration may lead to hypoxemia. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.

Event description:
Air / o2 supply alarm with proper gas supply (mixer valves stay closed).